Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil detached during retraction. The coil was successfully retrieved with a snare from the patient without incident. There was no patient injury.

Manufacturer narrative:
The investigation of the returned coil system confirmed the implant was detached from the pusher. There was no evidence of thermal detachment with the controller on the pusher's heater coil. The pusher's monofilament exhibited a tensile break shape at the tip, indicating the device was subjected to excessive force that exceeded the strength of the monofilament.